Event description:
It was reported that the device was explanted.

Manufacturer narrative:
The field complaint of premature discharge of the battery was not confirmed. The device was received operating at normal range. Analysis of the device image indicated that the autocapture feature was enabled and that the device was used at high output mode at times. When automatic settings such as autocapture are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affected the estimated longevity of the device. Analysis was performed, including functional testing, and no anomalies were found. The device was at a normal range of operation. The device¿s projected longevity based on field settings is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing transmitted device data, an elective replacement indicator alert was noted on the device. Technical support was contacted, and premature battery depletion is suspected. No intervention has been performed, however device replacement is anticipated. The patient was stable following this event with no adverse health consequences.